Manufacturer narrative:
Batch review performed on 04 march 2024: lot 2316326: (B)(4) items manufactured and released on 20-july-2023. Expiration date: 2028-07-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision due to an infection and the pathogen is unknown. At about 18 days post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.